Event description:
Heart ware battery sn: (B)(4), battery placed on charger and status light began flashing. Green battery indicator on battery was not lightening up to charge, and when pressed, green indicator light would flash. Battery moved to different charging slot, and status light began to flash again. Battery to be removed from service today and will be returned to medtronic under warranty with a warranty replacement requested. FDA safety report ID# (B)(4).